Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient's ipg was nonfunctional. The patient underwent a revision procedure wherein the ipg was replaced and disposed.